Event description:
It was reported that the patient had 3 boxes that didn't have sticky square on outside of package to stick catheter to the wall. It is unclear if the lot number was requested. No additional information provided. Per additional information received via phone on 19mar2025, it was reported that they used all of those catheters and did not have the lot numbers. Nothing was wrong with the catheters it was the packaging. They also reported that in the past, they had catheters that when they burst the lubricant pack, the liquid leaked from the end of the pack that the catheters was in. Patient did not had that issue in a few months.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A labeling review is not required because labeling could not have prevented the reported issue. A DHR could not be performed since no lot number was provided. Correction: e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had 3 boxes that did not have sticky square on outside of package to stick catheter to the wall. It is unclear if the lot number was requested. No additional information provided. Per additional information received via phone on 19mar2025, it was reported that they used all of those catheters and did not have the lot numbers. Nothing was wrong with the catheters it was the packaging. They also reported that in the past, they had catheters that when they burst the lubricant pack, the liquid leaked from the end of the pack that the catheters was in. Patient did not had that issue in a few months.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.